Event description:
Surgical intervention occurred for patient with a bicompartmental knee implant.

Manufacturer narrative:
Surgical intervention occurred for patient with a bicompartmental knee implant. Arthroscopy procedure was performed following report of patella pain. An osteophyte was removed and a lateral release was performed. All implant components were left in place. The complaint does not appear to be implant related. Review of the device history record indicates the device was manufactured to specification.